Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.278" x 0.129" was found to be broken off. The broken piece was not returned. Weight and unit (lbs/kgs): 69.2 kg. Body mass index (bmi): 28.4 kg/m2. Height and unit (cm/inches): 5ft 1in.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the long bipolar grasper broke inside the patient and was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that she misspoke and the notes were wrong. There was no fragments that dropped inside of the patient. The long bipolar grasper broke inside the patient but nothing fell off into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was observed during this inspection. Throughout the procedure, the surgeon did not notice any issues with the instrument¿s functionality, and there was no indication that it collided with other instruments or hard materials. Importantly, no device fragments fell inside the patient, and the surgeon does not believe the instrument broke or shed any parts; rather, the instrument simply broke inside the patient without fragment loss. The exact duration the instrument was in use prior to this occurrence is unavailable. During removal, the instrument¿s wrist was straightened, and the surgical staff did not feel any resistance as it was withdrawn through the cannula. Upon final removal, there was no noticeable damage to either the cannula or the instrument. Since no fragments were present or lost during the event, there was no need for retrieval or confirmation, and no additional surgical procedures were required. Likewise, no post-operative x-rays or ultrasounds were performed to check for remaining fragments. The surgical procedure was completed robotically without conversion to open or laparoscopic surgery. There was no injury to the patient, and the patient has not returned to the hospital due to any post-surgical complications related to the incident. The instrument and any associated accessory have already been sent back to isi for evaluation, and since there were no fragments, none are available to return. Furthermore, there were no photographic images or videos of the device or procedure available for isi review.